Event description:
In 1987, I was a healthy with records to prove it. Sometime between that month and two months later, I received several vaccinations administered with an air gun injector. The vaccines were mixed with other vaccines, it was done outside, the guns were not cleaned in between recruits and I was given vaccines that I was allergic to. To make things worse I was given enough vaccines for at least 3 people. The best my va case worker and I can figure out is that I got sick about 1 month from the date of the physical I got. I was sick the entire time I was there. I had pneumonia, sinus infections, ear infections, seizures, passing out, falling asleep all the time, migraines, shortness of breath, vertigo, vision problems, and that is just a few of the problems that I had. I have been being treated for an epilepsy, clotting disorder, migraines, asthma, arthritis, hearing loss, vision problems, among things from 1987 to the present. I have been diagnosed with aps, lupus anticoagulant, sleep apenea, epilepsy, asthma, copd, ptsd, ocd, arthritis of every kind, hearing loss, hair loss, teeth fall out, immune system is very poor, and I am currently being tested for kidney failure, diabetes, and hepatitis. I take many pills and supplements daily. I cannot do anything that I used to. I have no social life. I am sterile and cannot have children ever and now I am having night terrors. I am sick and tired of my life revolving around pill times, what I can or cannot eat, I can't go to the movies, etc. Because of the noise and the large amounts of people. I have not been able to drive since 1999 and I cannot work. A knee injury I got in bootcamp will never heal and I cannot have surgery to repair it because of the blood disorder. I saw this claim at the FDA site and I am hoping that there is something that you can do to help me. Dose or amount: unk. Dates of use: time in bootcamp: 1987. Diagnosis or reason for use: vaccines given in bootcamp. Vaccines given for military travel in bootcamp. Event abated after use stopped or dose reduced? No. Event reappeared after reintroduction? Yes.